Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV is serious and reportable. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV is serious and reportable. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell, red particles in shell, underweight, around 0-25% of the shell is missing, fold creases. A microscopic analysis was performed which identified; broken shell with striated edge on anterior side assessed as surgical damage consist in the use of some surgical tool, a curved striated opening on radius side assessed as surgical damage, and nicks. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. Missing shell that is assessed as inconclusive.